Manufacturer narrative:
Correction: additional information: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Here were no visual or functional abnormalities observed during the product analysis. The instrument fired and the tacks seated properly in the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the peritoneum during a laparoscopic inguinal hernia procedure on (B)(6) 2017,the device partially fired but was difficult to load. Some staple loaders fell into the patient's cavity but all have been retrieved by the surgeon during the surgery. The surgeon used 3 loaders with the same device to complete the peritoneum closure. There was no patient injury.